Event description:
Affiliate reported that the patient's drainage was not good. The surgeon suspected a blockage and therefore revised the valve. The patient is reported as doing fine.

Manufacturer narrative:
Please refer to (B)(4).

Event description:
E-mail received from the affiliate reported that: "the patient is a female, (B)(6), with hydrocephalus. She did diffluent procedure in (B)(6) and used 82-3100. But after procedure, the patient was found the drainage was not good. The surgeon judged the valve was plug up. Then the surgeon did the revision procedure to implant a new valve and moved the older one. Now the patient is fine". Please refer to (B)(4).

Manufacturer narrative:
Codman has requested return of the valve for evaluation. Historically, for complaints of this nature, examinations of the valves and or catheters have revealed the accumulations of biological debris within the device, which have resulted in blockages. Review of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time.